Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that false pause episodes were noted on the device due to undersensing. No intervention has been performed and the patient was stable.

Event description:
Additional information was received indicating the event was noted in clinic.